Event description:
It was reported that in 2004, the pt had decreased hearing sensation with noise. The exchange of the external components did not improve the situation. Since the beginning of 2004, the pt has no longer been able to hear at all. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.